Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results, generated by the synchron lxi 725 clinical system. Only one example of the erroneous results was supplied. The original accutni result was "<0.01ng/ml" and the repeat result was 0.05ng/ml. The erroneous result was reported outside the laboratory. The laboratory is not aware of any change to patient treatment as a result of this event.

Manufacturer narrative:
No specific sample information was supplied. Qc was running low when run through the closed tube accessing (cta) system. The instrument was giving ultrasonic surface detect errors. The customer cleaned the pipettors, but the errors continued. A service call was requested. Field service engineer (fse) was on-site and found a small intermittent leak on the sample syringe (in the cta). Fse also noticed that the fitting on top of the sample probe was loose. Fse then ran qc through the cta and was able to see adequate sample being dispensed. At this time, there were no ultrasonic errors on the access. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.